Manufacturer narrative:
Additional patient information: patient height reported as 6 feet 3 inches. (B)(6). (B)(4). The original implant procedure took place on an unknown date approximately six (6) months ago. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a sub-trochanteric right femur fracture on an unknown date approximately six (6) months ago. During a postoperative follow up visit, a non-union was discovered. The patient was returned to the operating room on (B)(6) 2015 and was revised to a new trochanteric fixation nail-advanced (tfna) proximal femoral nailing system. The procedure was successfully completed, but an intraoperative issue was encountered. The patient's post-operative status was reported as "stable." This report will address the non-union of the nail and the helical blade. The intraoperative event will be captured in and reported under (B)(4). This report is 2 of 2 for (B)(4).